Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection was performed on the device and found the teflon pad partially separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. Char marks were also noted on the probe unit and jaw. The root cause for the damaged teflon pad is most likely due to insufficient or no tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported event could not be determined at this time. This type of teflon pad damage is most likely related to the operator's technique.the instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh), bilateral salpingo-oophorectomy, and cystoscopy with stent placement procedure, the teflon pad melted and partially separated from the jaw exposing metal. No device fragment fell inside the patient. There was no damage to the probe unit. In addition, no error message displayed prior to the teflon pad melting. There was no patient injury reported. The procedure was completed using a different but similar device.